Event description:
It was reported that the quad lumen was inserted over guidewire into patient's left subclavian & box clamp was sutured into place. Clinician began administering medications, total parenteral nutrition (tpn), IV fluid, and zybox through central venous catheter; the patient's peak pressures started to elevate. Swelling was noticed around insertion site and tpn drainage was detected. As a result, catheter was removed, and another one was placed in patient's right side. An incision & drainage of the area was required.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.